Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had been fainting. It was alleged that the patient physician "does not think there is anything wrong with the pacemaker". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.